Event description:
The following was reported to davol: on (B)(6) 2012 the user found that the recoil ring of the modified kugel hernia patch was damaged at welded site and protruded from the mesh. The issue was noted after it was removed from the package prior to use on the patient. Another device was used and there was no impact to the patient.

Manufacturer narrative:
Following are the results of the evaluation conducted on the modified kugel patch that was returned after the user, prior to use on a patient, alleged to have found the recoil ring damaged at the welded site and protruding from the mesh. The ring is observed to be intact. There is visual evidence of a complete weld along the entire length of the overlap length. One end of the weld is unattached to the base monofilament, at this time causing a gap. There is a kink in the ring close to the location where the gap initiates. Based on this evaluation it appears that the device was subjected to stress at some point, after assembly which damaged the device. A definitive root cause cannot be determined at this time, as it is not known when, after assembly, the device was exposed to stress. A review of the manufacturing records was conducted and the lot was produced with no anomalies, no evidence was found of a manufacturing related cause for the alleged event.